Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. The perforation was confirmed via fluoroscopy, after the lead exhibited loss of capture. The patient underwent surgical intervention to reposition the lead, which was moved to a more septal position. No additional adverse patient effects were reported.